Manufacturer narrative:
Upon visual inspection of the unit on (B)(6) 2013, a missing tooth failure mode was observed. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver caused metal flakes inside the joint. It was further reported that there was a five minute delay.